Event description:
In late 2006, I had cataract surgery on my right eye. In early 2007, that dr retired. When I went to a different dr on approx eleven and a half months later, for my yearly check-up, this dr said he needed to laser my right eye (yag). After the "yag", my eye ached for 3 months. The drops he gave me did not help at all. The eye hurt so bad, it kept me awake at night. I now have dry eyes. Also a haze that crosses my vision every few seconds. The infection in my eye lasted so long that it spread to my ears. I now have tinnitus. The haze and tinnitus are permanent. I'm told I will have to live with them the rest of my life. I had none of this before the laser (yag).